Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 500 cc, catalog # 350-5001bc, s/n (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 800 cc and experienced deflation on the left breast implant. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the final volume upon implantation of the right side breast prosthesis, which ruptured, was 1000cc. (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating that the patient did not experience a deflation on the left breast implant as it was found intact, but rather experienced a lateral movement. The additional information also indicated that the patient experienced a deflation on the right breast implant and provided the correct catalog 3502800 & lot # 7382015. Per the additional information, the patient underwent left lateral capsulorrhaphy, removal and replacement of the ruptured right implant with a mentor smooth round moderate plus profile 800cc (3502800/sn (B)(4)) and bilateral fat grafting on 7/26/2018. The left implant was filled with more saline and left implanted. Per mentor IFU, the maximum fill volume on these devices is 960 cc and devices were filled to 1200 cc. Additionally, inflation beyond the maximum volume can also cause crease/fold failure and deflation. Therefore, these devices were used in an off label manner. This is for the left side implant, see manufacturer report number 1645337-2018-05632 for contralateral prosthesis. Is product problem: uncheck. Concomitant products: mentor smooth round moderate plus profile 800cc saline breast implant, catalog # 3502800, lot # 7382015. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent removal and replacement with a saline mentor breast implant of unknown type. The additional information also indicates that the patient¿s race is white and that the deflation was diagnosed through imaging. Per the additional information, the patient fully recovered. Manufacturer¿s reference number: (B)(4).